Event description:
Allegedly the patient fell at the lumber yard.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly, the patient fell at the lumber yard.

Manufacturer narrative:
Device #2: investigation is not complete. Additional information has been requested from the user facility. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00290, 00292.